Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer generated erroneous differential results for one patient sample. The ne% (neutrophils), ly% (lymphocytes), and mo% (monocytes) results were erroneously low, and the eo% (eosinophils) result was erroneously high when compared to the results from manual smear and repeat testing performed on the same instrument. No erroneous results were reported out of the laboratory, and there was no report of death, injury, or impact to patient treatment associate with this event. Beckman coulter field service engineer (fse) found all differential counts were below 5000. The fse replaced differential lytic pump and solenoid 63. He also cleaned shear valve cvl 85/126, which corrected the problems with differential counts and erroneous differential results. The service activity performed was verified per established procedures, and the results met published performance specifications.